Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider via a company representative. The pump and catheter were explanted. Cultures were obtained during the explant procedure and they grew staph. It was unknown if the drainage was resolved. Regarding the current status of the device, the hospital had retained them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s drug infusion device. The drugs being delivered were unknown. Other medications included ziac, lotrel, and tylenol. The reason for use was not reported. Medical history included postlaminectomy syndrome and hypertension. It was reported that the patient presented with drainage from an otherwise healed pump site. Over the course of 24 hours, that fluid went from clear and thin to purulent. The patient is otherwise asymptomatic. His pain is well controlled. There were no identified environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting performed. Inter ventions/actions that were taken to resolve the issue included surgery scheduled for (B)(6) 2019 to explant pump and catheter. There were no further complications reported/anticipated.